Manufacturer narrative:
H6: updated investigation findings.

Manufacturer narrative:
H6: component code 4755 added. H6: investigation conclusion 4315 added.

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Problem related to the interaction between the patient and the device. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device was discarded at facility. Investigation is ongoing, and results are not yet available. A conclusion has yet to be established as the investigation is incomplete.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm, the right common iliac artery aneurysm and the right internal iliac artery aneurysm using gore® excluder® aaa endoprosthesis, gore® excluder® iliac branch endoprosthesis and gore® viabahn® vbx balloon expandable endoprosthesis. A pre-implantable angiography revealed that a blood flow of the left internal iliac artery was clear and a blood flow of the right internal iliac artery was unclear. The physician judged form this angiography that the right internal iliac artery had been occluded before this procedure. The 16fr gore® dryseal flex introducer sheath was inserted from the right side and the 12fr gore® dryseal flex introducer sheath was inserted from the left side. An iliac branch component was delivered and deployed. Then, an internal iliac component and the gore® viabahn® vbx balloon expandable endoprosthesis were implanted in the right internal iliac artery because the guide wire was able to insert into the superior gluteal artery. The right inferior gluteal artery was obstructed as planned. It was confirmed that the blood flow for the superior gluteal artery was well. The external leg of the iliac branch component was deployed and the gore® excluder® iliac branch endoprosthesis implantation procedure was completed. The 12fr sheath was changed to the 18fr gore® dryseal flex introducer sheath. Then, a trunk ipsilateral leg endoprosthesis was implanted from below the renal artery. A contralateral leg endoprosthesis (plc271000j) was implanted in the right limb as a bridging device. Afterwards, the ipsilateral leg and the contralateral leg endoprosthesis (plc201000j) were implanted in the left limb. Just before these were implanted, an angiography imaging revealed the left internal iliac artery was occluded. The physician suggested that the left internal iliac artery was occluded due to a plaque shift. Final angiography showed a type iii endoleak from the overlap site between iliac branch component and the bridging device (plc271000j). The physician decided to monitor the endoleak. A bare stent was implanted in the left common iliac artery to the superior gluteal artery to treat the left iia occlusion. It seemed that there was a thrombus in the left external iliac artery as well. So, a bare stent was implanted preventively in the left common iliac artery to the left external iliac artery. An angiography revealed that the blood flow of the left iia and eia was well. The patient tolerated the procedure. The physician suggested that the left iia occlusion occurred due to the plaque shift, it is possible that the thrombus was scattered during evar procedure. One week later from the procedure, it was observed that the left internal iliac artery was occluded. The patient started to be given medication a warfarin.